Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation results: summary: it has been received 1 unused sample of 50ll without blister and 1 picture for investigation. Upon visual inspection of the sample and picture received it can be observed the tip of the syringe is damaged, it is partially dent. DHR of lot 1711209 has been reviewed not finding any annotation or deviation regarding the alleged defect. This defect has been produced because the syringe resulted damaged against any equipment. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Although no issues were identified and manufacturing record established that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with a hit on the syringe or obstruction of the syringe against any equipment during manufacturing process. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue since there was not any quality notification related to this defect in this lot and protection of pieces transference in manufacturing area. Conclusion: defect: damaged/broken tip. It has been received 1 unused sample of 50ll without blister and 1 picture for investigation. Upon visual inspection of the sample and picture received it can be observed the tip of the syringe is damaged, it is partially dent. DHR of lot 1711209 has been reviewed not finding any annotation or deviation regarding the alleged defect. This defect has been produced because the syringe resulted damaged against any equipment. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Root cause: although no issues were identified and manufacturing record established that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with a hit on the syringe or obstruction of the syringe against any equipment during manufacturing process.

Event description:
It was reported a bd plastipak¿ 50ml concentric luer lock syringe was found twisted which resulted in leakage to occur during use. There was no report of exposure, serious injury or medical intervention.